Event description:
Customer reported she was attempting to give herself insulin and the numbers on the insulin pump kept going through as if the button was stuck. Customer's does not know blood glucose. The numbers kept scrolling when customer was attempting to bolus. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Device also alarmed weak battery and button error. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, number ramping anomaly, stuck buttons or frozen display was noted during testing. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.